Manufacturer narrative:
Batch review performed on 13 may 2024: lot 2238093: (B)(4) items manufactured and released on 29-nov-2022. Expiration date: 2027-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional implants involved, batch review performed on 13 may 2024: gmk-revision 02.07.0683l revision fixed tibial tray cemented size 3 l (k123721) lot 2215011: (B)(4) items manufactured and released on 17-oct-2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Gmk-revision 02.07.2403l femur revision ps size 3 l (k102437) lot 2207826: (B)(4) items manufactured and released on 25-aug-2022. Expiration date: 2027-07-28. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review. Gmk-revision 02.07.0034rp patella resurfacing size 2 (k090988) lot 2244453: (B)(4) items manufactured and released on 13-jan-2023. Expiration date: 2027-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted new components the surgery was completed successfully.